Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve malposition cannot be confirmed.  However, it is possible that procedural factors (rapid deployment) may have contributed to the event. There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr), post deployment the 23 mm sapien 3 valve placement was too ventricular and a second valve was implanted. The procedure was performed on a patient under local anesthesia due to a severely decreased pulmonary function from chronic obstructive pulmonary disease (copd).   During the tavr procedure, percutaneous cardiopulmonary support (pcps) was started for respiratory failure accompanied by loss of cardiac output. In consideration of the patient¿s pulmonary condition, the first 23 mm sapien 3 valve was hastily deployed under pcps and landed in a 50:50 aortic/ventricular (a/v) position which was too ventricular than intended. The operator decided to perform a valve-in-valve procedure, and a second 23 mm sapien 3 valve was deployed 90:10 a/v in the first valve as intended. The implant procedure was successfully completed.  On postoperative day 5 (pod) 5, the patient had loss of cardiac output and expired.  Per medical opinion, the loss of cardiac output followed by death was attributed to patient¿s baseline condition and was not related to an edwards device.